Event description:
The pt reportedly had a (B)(6) at the implant site post implant surgery. The surgeon explanted the pt's device. The pt was treated with intravenous antibiotics (type unk). The pt is being monitored.